Manufacturer narrative:
(B)(4). A customer returned one actual sample for an evaluation. A visual inspection revealed that the set was filled with white solution and was full of mold. The solution was flushed from the sets with no difficulties by connecting the set to an air pressure of 0.56 bar. The set was connected to a viaflo bag filled with sodium chloride but the solution was stopping at the chamber level hence reported problem was confirmed. The nutrivex filters used on this code are purchased from an external supplier. Since the exact root cause for the reported non-conformance could not be determined at plant level, further evaluation is needed at the supplier. Furthermore, baxter shall keep monitoring these events during quality reviews. A batch review was conducted and there were no deviations found during the manufacture of this lot.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, an MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of an adminstration set that had a blockage in the filter when attempting to prime the set. There was no patient involvement or medical intervention reported. No additional information is available.